Event description:
During a trochanteric fixation nail (tfn) procedure, the buttress compression nut would not release from the 130 degree aiming arm. The blade guide sleeve was reported to have damaged threads by the surgeon and would not properly thread. The helical blade coupling screw falls off when the helical blade inserter is decoupled. When the coupling screw is removed the back end falls off. This is report number 3 of 5 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a one minute delay in the procedure. It was the reported the patient status/outcome was good.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.